Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07210. (B)(6). It was reported that the patient died. In (B)(6) 2012, the patient presented to the site for cardiac catheterization. Coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the 2nd obtuse marginal(om) with 95% stenosis and was 10mm long with a reference vessel diameter of 4.0mm. Target lesion # 1 was treated with direct placement of a 4.00mm x16 mm promus element plus stent with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in proximal left circumflex(lcx) to left posterior descending artery(l-pda) with 90% stenosis and was 60mm long with a reference vessel diameter of 3.0mm. Target lesion # 2 was treated with direct placement of a 3.00mm x28.00mm promus element plus stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient had cardio-respiratory arrest and died. The onset was just prior to arrival. Initial cardiac rhythm was asystole. Pre-arrival treatment reviewed with emergency medical services (ems) include, cardiopulmonary resuscitation, intubation, administration of IV fluids and epinephrine. Constant care of patient was maintained with ongoing IV fluids and medication. The patient lost pulse with bradycardia on multiple IV medications and ventilator; pupils were dilated and non responsive. The patient was pronounced dead. As per death certificate, the cause of patient's death was cardiopulmonary arrest and acute renal failure. Other underlining cause include renal failure with dialysis, diabetes mellitus, and coronary artery disease.